Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant, the patient experienced severe gastroesophageal reflux disease (gerd); chest discomfort on exertion; chest pain; shortness of breath; pre-syncope; pacemaker syndrome; possible phrenic nerve paralysis; congestive cardiac failure, confirmed on chest x-ray and sinus bradycardia, confirmed on electrocardiogram (EKG). The leadless implantable pulse generator (ipg) exhibited possible inappropriate pacing from atrial sensing. The patient was hospitalized and the following investigations yielded normal results: computerized tomography (CT) angiogram, abdominal CT, cardiac positron emission tomography (pet) scan and echocardiogram (echo). A new medication was initiated in response to this event. The leadless ipg was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.